Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Implant and explant dates are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation.